Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 250 and 260 mg/dl and ketones; cause of bg not known. The customer went to the emergency room and was subsequently hospitalized, however the customer could not recall the exact date. Bg was treated with intravenous fluids of potassium and saline. Reportedly, the customer was released the next day, with the issue resolved and no permanent damage, however the customer could not recall the exact date. The customer reverted to an alternate method of insulin therapy.